Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated under the back te pads, with a boil on one spot on the back. The patient reported a history of eczema and sensitive skin. The patient¿s physician advised temporarily removing the device to allow the area to heal. Follow up indicated that the skin irritation improved.